Manufacturer narrative:
Failure investigation (fi) lab received the da pcba to mc pcba cable and da pcba for evaluation. Visual inspection of the returned da pcba to mc pcba cable revealed evidence of a dent marks on the ribbon cable. Visual inspection of the returned da pcba revealed no evidence of damage or contamination. Fi technician tested the da pcba to mc pcba cable and da pcba . No failures were identified. Multiple attempts were made to follow-up with the key market to obtain patient's information; however, there was no response.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has error code of machine and proximal pressure sensors failed; overheating and unit switches off after a few hours of use. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.